Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure and required maintenance. The customer tried to recover the drawer, but the problem persisted. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bus cable was shorting out on the back cover of drawer 5. A field service engineer insulated the bus cable with electrical tape and covered all sharp edges of the drawer back covers with electrical tape. The engineer also cleaned and reseated the row board cable header connection on the drawer board for every cubie drawer in the main. The system functioned as intended after the field service engineer repaired the device.